Manufacturer narrative:
On 03/22/2016 the field service engineer (fse) found disconnected diluent supply line tubing causing the leak. The fse reattached the tubing and the instrument ran without leaks. No high count plt errors were observed or reported. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained blue leak from the coulter act diff 2 analyzer. There were high platelet count error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.